Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dental needle. The customer reports, the needle fell off into the patient's mouth during pulp irrigation. The needle had been bent prior to the procedure at a 60 degree angle to allow access to the canals. It was retrieved from the patient's tongue with tweezers and did not cause any harm to the patient. This medwatch was filed for this event as a result of the needle detaching, and becoming loose in the patient's mouth. For this specific incident, because, the needle was loose and did not detach while in the patient's gum where it would be easily removed, we are filing for the potential for injury.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.